Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that an infection occurred less than a month after initial implant. The entire implantable cardioverter defibrillator (ICD) is planned to be explanted. No further patient complications have been reported as a result of this event.